Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 68 reperfusion catheter (red68), a neuron max 6f 088 long sheath, and a non-penumbra stent retriever. One pass was performed using the red68 and the stent retriever. The red68 and the stent retriever were withdrawn together following the pass. Upon removal, it was reported that the red68 catheter was fractured. The fractured segments remained secured by the stent retriever during withdrawal. All segments of the red68 catheter were successfully removed from the patient. The procedure was completed at this point. There were no reported adverse effects to the patient.